Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the battery levels were low and re-seating j7 connector allowed the charger to properly maintain batteries. Issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a procedure, the imaging system was unable to perform 2d image acquisitions. Representative confirmed there was no error message on pendant. Site used c-arm to complete the procedure. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue occurred in a posterior lumbar spinal fusion.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.